Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6)2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6)2009, product type: lead. (B)(4)

Event description:
It was reported by the manufacturer representative (rep) that the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2015. Additional information from the health care professional (hcp) reported the ins replacement was due to stimulation coverage was not working as well as before. The patient had gained bilateral coverage but not as effective as it previously was. Relevant medical history includes failed back surgery syndrome. If additional information is received, a follow-up report will be sent.